Event description:
It was reported that a small volume intermate contained white, floating particulate matter. This was identified after the device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed a white particulate .45 millimeters square, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.